Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, while the device was being applied at the stomach, the unit had an unloading issue, it was unable to fire and handle could not be squeezed. Another device was used to complete the case. No patient injury noted.